Event description:
Customer reported high blood glucose readings of 535 mg/dl and believes that they are not receiving insulin. Customer has treated the high blood glucose level with a manual injection. Customer also reported having a problem with the infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.